Manufacturer narrative:
The pump was returned, and analysis found that the pump battery had high resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2018; it was reported that the patient initially thought she had the flu, but when the symptoms did not resolve a week later, the patient was found to be in withdrawal. It was noted that they got the pump restarted on the (B)(6) and it had been working since then, but was still being replaced on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient receiving dilaudid (10mg/ml at 2.105mg/day) and bupivacaine (2mg/ml at 0.4210mg/day) via an implanted infusion pump. The indications for use included spinal pain and other chronic/intract pain (trunk/limbs). It was reported that the patient experienced withdrawal symptoms on an unknown date. Pump logs were checked and it was confirmed that a low battery reset and safe state had occurred on (B)(6) 2017. It was noted that the patient's last refill was on (B)(6) 2017, and a replacement was already scheduled in (B)(6) 2018. No further complications were reported or anticipated.